Event description:
It was reported that during a gastric sleeve procedure, when testing the device at the beginning of the case the battery did not function properly and the device had difficulty opening. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Damaged motor. The analysis results of the ple60a found that it was received in good visual condition and with no reload present. Upon evaluation, the device was noted to be non functional. In order to verify the condition of the internal components, the device was disassembled and the motor was found damaged. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.